Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the touchscreen was cracked. Customer was unsure of how crack occured and stated touchscreen cracked during sleep. Customer's blood glucose level was not impacted. Reportedly, the customer continued to use the pump for insulin therapy as the pump remained functional.